Manufacturer narrative:
(B)(4). Batch #:u5ap4z. Investigation summary: the analysis found that one ec60a device was returned with no apparent damage and with an ecr60b reload loaded on the device. The reload was received partially fired ¼ with the reload deck and sled were noted to be damaged. After further analysis the articulation mechanism was noted to be damaged as would not release the articulation setting. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties noted. The staple line and cut line were complete and the staples meet the staple release criteria. The device was disassembled to verify the internal components and the articulation bar was noted to be damaged and with several dry fluids. As part of our quality process, the manufacturing records of this batch was reviewed, and the manufacturing standards were met prior to the release of this batch. The partially fired is consistent with an incomplete or interrupted cycle. The damage to the cartridge deck is consistent with the device being clamped over a hard object. Although no conclusion could be reached on what caused the damaged to the articulation mechanism. It should be noted that as part of our quality process all devices are manufactured, inspected, and released to approved specifications. The instructions for use do contain the following caution: the instrument can only achieve a maximum articulation angle of 45º. When using body structures or organs as a rounding surface, particular attention should be placed to the visual cues and tactile feedback received from the instrument. When the maximum angle is reached, the force will increase indicating the maximum angle has been reached. Avoid applying excessive pressure to the tissue as tissue damage or tissue trauma may occur. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during the endoscopic rectal surgery, could not fire on the first firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.